Event description:
It was reported that the emt's experienced torn bicep muscles when using the release handle. They state that the distance between the release handle and the bar is too far. Medical intervention information was not reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the emt's experienced torn bicep muscles when using the release handle. They state that the distance between the release handle and the bar is too far. Medical intervention information was not reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by the sales representative traveling to the account, reviewing their operation of the cot, and providing any needed training to alleviate this alleged issue.

Event description:
It was reported that the emt's experienced torn bicep muscles when using the release handle. They state that the distance between the release handle and the bar is too far. Medical intervention information was not reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.